Manufacturer narrative:
(B)(4). Concomitant medical products and therapy date detail of product. Item name: durom acetabular component 58/52 code r, item number lookup, item # 0100214058, lot # 2316612. Item name: metasul ldh, head adapter, l, +4, taper 12/14-18/20, item number 0100185147, lot # 2361282. Item name: metasul ldh, head, 52, code r, taper 18/20, item number 0100181520, lot # 2352531. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
We have been informed by njr that the patient underwent revision surgery due to lysis of the stem and cup.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: osteolysis. Event summary: this complaint was reopened on aug 20, 2019 as the njr data was received. It was reported that the patient received a left hip implant on (B)(6) 2007 and was revised on aug 27, 2015 due to osteolysis at the socket, osteolysis around stem and other indication for revision. Further detail for the other indication was not provided. Review of received data the njr database indicate that the revision reason does not include malalignment, incorrect sizing, loosening and adverse soft tissue reaction to metal debris. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: it was reported that the implant was revised after about 7 years 8 months in vivo time. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specification valid at the time of production. No further investigation required for the socket osteolysis issue as it is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis). At least one of these error patterns is observed in this event. The osteolysis around the stem is not part of the cp00000620. It could be cause by multiple factors, such as patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. However, due to significant lack of information, an accurate root cause analysis for osteolysis around the stem and the unknown indication cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).